Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 that appeared on the home choice (hc) during dwell 1. The home patient (hp) stated one of the unused supply lines was open. The technical service representative (tsr) had the hp power cycle the hc and the hc alarmed se 2367. The tsr had the hp power cycle the hc. The hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of se 2240. The patient was not connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the customer report. The root cause was use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the prevention of the use error in this complaint.